Manufacturer narrative:
Complaint is confirmed. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported receiving an error 3 upon test strip insertion on their freestyle flash blood glucose monitor. During returned product testing, it was discovered that the unit of measurement could be changed from mmol/l to mg/dl. There was no report of death, serious injury, or mistreatment associated with this event.